Manufacturer narrative:
No conclusion can be made at this time. Based on the information provided we are unable to determine to what extent, if any, the bard devices may have caused or contributed to the patient's reported post implant allergic reaction. As reported through testing the patient was found to be allergic to cobalt blue and synthetic cobalt blue. A review of our products shows that cobalt blue and synthetic cobalt blue are not used in the manufacture of either product. Allergic reaction is listed in the adverse reaction section of the instructions-for-use as a potential complication. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Should additional information be provided, this report will be updated. This emdr represents the sorbafix enhanced device, an additional emdr was submitted to represent the ventralight st mesh. Remains implanted.

Event description:
It was reported that on (B)(6) 2018 the patient underwent a laparoscopic repair of a ventral hernia with implant a bard ventralight st mesh. The mesh was pre-sutured for placement prior to mechanical fixation performed with a bard sorbafix device. As reported six days postoperatively, the patient developed a rash on her abdomen. The patient presented for two follow up visits with the surgeon, who did not offer a diagnosis or treatment for the rash. The patient presented to a dermatologist to assess the rash. As reported, the rash spread from head to toe and the patient has severe itching with the rash outbreaks. The patient has undergone four rounds of treatment with oral prednisone and five cortisone shots. The rash continues to re-emerge once the steroids wear off. The patient has undergone multiple allergy tests and has only been found allergic to cobalt blue and synthetic cobalt blue. The patient underwent her annual CT scan for ongoing cancer prevention (history of cancer x2) and at this time reports there is fluid behind the mesh. As report the patient's md advised that this will resolve over time and no treatment will be provided at this time. The patient remains cancer free and her last chemotherapy treatment ended 1 yr. Prior to the hernia repair.